Manufacturer narrative:
G3: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of damage to the mobile power unit (mpu) patient cable was confirmed via analysis of the returned mpu. The returned mpu (serial number: (B)(6)) was evaluated at the european distribution center, and inspection of the returned mpu revealed that the mpu patient cable connector was loose. The damaged cable was replaced with a new cable, resolving the issue. A full functional checkout was then performed, and the unit passed all steps of testing without any issues. The serviced and repaired unit was returned to the rental pool after passing all tests per procedure. The root cause of the reported event could not be conclusively determined through this analysis. Incidental findings: mpu patient cable wire fatigue the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ caring for equipment¿ explain how to properly care for the equipment, including the mpu patient cable. Heartmate 3 patient handbook section 6 ¿ "caring for the equipment" describes how to care for and clean all equipment, including the mpu patient cable. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the mpu for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the rubber encasing of the patient cable on the mobile power unit (mpu) was found to be loose.